Manufacturer narrative:
(B)(4). Medical devices : 6fr, 14fr sheaths, proglide suture (x1), impella, heparin. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the left common femoral artery was achieved using two proglide devices with a 6fr sheath prior to a percutaneous coronary interventional procedure with an impella device. The sheath was upsized to 14fr and the coronary procedure was completed. Reportedly, as the suture rails of both proglides were being pulled to complete the last steps of closure, the sutures pulled out of the artery. As there was still arterial access, another proglide device was attempted. Although the third proglide had been preflushed successfully, it did not get good bleed back in the artery and was removed. The footplate was found bent. The patient was sent for surgical suture closure to achieve hemostasis. There was a clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and in-training for the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture pulled out could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the third proglide was reflushed successfully and inserted in the patient anatomy for deployment. Although there was not good bleed back from the artery, the proglide was attempted to be deployed but resistance was experienced during deployment. The device did not achieve hemostasis and was removed without issue. Once the proglide was removed it was found that the proglide only entered the subcutaneous tissue and was not in the artery of this very obese patient.